Event description:
It was reported that the therapy connector was damaged and the hard paddles would not plug in. Also, the paddles assembly also had bent pins. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and the therapy connector and paddles part number information. Follow up with the reporter confirmed that customer replaced the therapy connector and paddles assembly to resolve the issue. The device was repaired and returned to service for use.